Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the safe-t-j rosen catheter exchange wire guide met resistance during advancement. The coiling was curled up and sticking out of the wire, so another safe-t-j rosen catheter exchange wire guide was used to complete the procedure. The product problem did not result in any reported serious injuries to the patient.